Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer's father reported via phone call the insulin pump was running cross county and her pump was filled with sweat and not working. The customer's blood glucose level was 325 mg/dl. The customer reported that the insulin pump had a blank display and has moisture inside the housing with a moisture fog in the screen. The customer reported that the type of fluid moisture exposure to the insulin pump was sweat. Customer reported there was fluid under the screen. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.